Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form ¿ powder, strength 1.0g active in our cements. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for joint stiffness. Event is serious and is considered severe. Event is possibly related to device and is definitely related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2020; (right knee). Treatment: physical therapy and manipulation under anesthesia.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances / manufacturing irregularities were identified.